Event description:
The distributor contacted heartsine to report that their device was displaying a low battery warning and that an undefined fault shock key error was found within the device's memory log. Inability to use the device shock button, may prevent or delay defibrillation which could result in adverse consequences. The was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as a shock key error was observed in the device memory. It is unclear why this error occurred as there was no measurable fault identified on the shock key lines. The shock key fault could only be replicated by holding the shock button during power on. During the investigation a failure of the negative pogo pin was also observed which had resulted in a poor connection from the device to the pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was displaying a low battery warning and that an undefined fault shock key error was found within the device's memory log. Inability to use the device shock button, may prevent or delay defibrillation which could result in adverse consequences. The was no patient involvement reported with this event.